Event description:
Patient was implanted on 01/17/1995 with a synchromed pump and catheter to deliver morphine for the treatment of non-malignant pain due to failed back surgery syndrome. The patient began to experience increased pain and on 12/29/19 the patient underwent an explantation of her synchromed pump and catheter due to a motor stall. The patient underwent implantation of another synchromed pump and catheter and the explanted system was returned for analysis.